Event description:
It was reported that a spectrum iq pump had flow rate and audio issue. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an audio issue was reproduced as constantly beeping. "Flow rate" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition audio issue was verified however, flow rate was not. The cause of the condition of audio issue was determined to be a failed rear case. The rear case requires replacement to address this issue. Evaluation observed and found that the flow accuracy testing result was at -1.626% for the flow rate of 125ml/hr and was within the calibrated specification of +/-5%. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.